Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of diabetic ketoacidosis.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2024. On approximately (B)(6) 2024, the patient was at the hospital to have her tonsils removed. After surgery, she was resting and experienced diabetic ketoacidosis. The cgm was showing 120 mg/dl but her bg was 170 mg/dl. There were no specific symptoms of dka reported. It was reported that the doctor stated that the cgm was off and the pump was giving her a low amount of insulin. The patient was treated with insulin drips, potassium and IV for dehydration. The patient was observed while in the hospital and was discharged three days later. Upon discharge the patient's bg was 120-130 mg/dl. At the time of the report, the patient was in stable condition. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the b zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.